Event description:
In the process of contacting the pt's neurologist to inform him that the pt's device may be nearing end of service, it was discovered that the pt had passed away. Certificate of death indicates that the pt died at their residence. Immediate cause of death is listed as seizure disorder, due to or as a consequence of brain injuries sustained in a motor vehicle collision. Manner of death is listed as "accident." Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event.